Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that he spoke to the customer and the customer stated he was drinking and experienced low blood glucose and he also had a skin condition due to the infusion sets. He had an emergency medical services visit. This happened a year back. Blood glucose value is unknown. The customer declined transfer to the helpline.